Event description:
On (B)(6) 2012, the reporter contacted animas alleging that multiple keypad buttons began responding intermittently about 1 week ago. It is getting worse with time. The keypad is reportedly intact, with no trauma or water exposure. The pump is worn under a garment and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast, up arrow, and down arrow keypad buttons are unresponsive. There was evidence of keypad contamination found under the contrast and arrow key contacts. Unrelated to the complaint, evaluation revealed a display lens leak, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.